Event description:
Difficult PICC insertion. Afterwards almost not flushable, then high run rate. Torn off during movement of the child. PICC could completely be removed immediately.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information regarding the incident and for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 2.6f vascu PICC was returned in two pieces. Approximately 46 cm of the lumen was returned with the adhesive attached. There was no lumen attached to the hub of the PICC. Blood could be seen throughout the length of the lumen that could not be removed. The device was viewed under magnification. The end of the lumen that was attached to the hub is torn as the edges are jagged. There is lumen within the hub of the catheter also with jagged edges indicating the lumen was torn. The device was further reviewed by medcomp engineering. It was determined the lumen was most likely subjected to with more force than it is designed to withstand, thus causing it to tear. The contract manufacturer conducted a review of the manufacturing records for the device lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Additional information provided indicated the catheter was flushed with small syringes (1ml and 2ml). The instructions for use include a caution that reads, "small syringes will generate excessive pressure and may damage the catheter. Ten (10cc) or larger syringes are recommended." The information also stated a high flow rate was used, ~60ml/hr. The instructions for use include warnings for infusion equipment and bolus injections. Failure to follow these instructions may lead to catheter failure. In addition, the information provided stated the catheter "tore off during movement of the child." A definitive root cause for the failure could not be determined, however the information suggests a mishandled device and possible user error. There is no evidence of a manufacturing issue.